Event description:
On july 10, 2006, the lay reporter, the lay reporter, the lay patient's mother, contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the error 4 message. The medical affairs specialist (mas) sent a letter to the patient because he could not be reached by phone on two different days at different times. The patient is a six year old child. No information was provided regarding the patient's diabetes treatment regimen. No information was provided as to how long the patient had been unable to obtain a result on the reported meter. The patient experienced symptoms the reporter claimed were "low blood glucose" symptoms at the time of concern; he was screaming. On july 8, 2006 at 12:00 am, the patient was given a glucagon injection before an ambulance arrived. Emt's arrived and tested the patient's blood glucose level; the result was 42 mg/dl. The emt's treated the patient with glucose. After the incident, the patient began testing with a back up meter kept by the mother's ex-husband. The customer care advocate (cca) confirmed that the meter was used inside the specified temperature range. The cca walked the reporter through retesting with a new vial of test strips; the error 4 issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the patient's mother was unable to obtain a result on the lfs product. The patient experienced symptomatic hypoglycemia and required medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.